Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced healing issue after implanted with baha connect on (B)(6) 2019. The patient treated with an antibiotic (oral) and a topical steroid, started on (B)(6) 2019 for two weeks course. The patient is under clinical management.